Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure moved immediately after having mirena (location: uterus)'), device dislocation ('essure moved immediately after having mirena (location: left ovary)') and urinary tract procedural complication ('torn left ureter during hysterectomy') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena) since (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 4 years 2 months after insertion of essure. On (B)(6) 2017, the patient experienced urinary tract procedural complication (seriousness criterion medically significant). On an unknown date, the patient experienced stoma site infection ("septic ¿ left nephrostomy tube"), pelvic pain ("pain: pelvic/pain"), abdominal pain ("pain: abdominal"), dysmenorrhoea ("dysmennorhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psychological problems"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraine"), infection ("infection"), headache ("headaches"), complication of device removal ("complications during removal surgery"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and suprapubic pain ("right side suprapubic pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (left nephrostomy and ureteral reimplantation and on (B)(6) 2017 hysterectomy, bilateral oophorectomy, and left salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, device dislocation, urinary tract procedural complication, stoma site infection, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, fatigue, gastrointestinal disorder, hormone level abnormal, migraine, weight increased, infection, headache, complication of device removal, vaginal haemorrhage, nausea and suprapubic pain outcome was unknown and the menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, bladder disorder, complication of device removal, cystitis, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, infection, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, stoma site infection, suprapubic pain, urinary tract disorder, urinary tract infection, urinary tract procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for bleeding: menorrhagia, metrorhagia, migration, bladder problems , urinary problems ,bladder infection, uti. On (B)(6) 2017 mirena was inserted and she experienced immediate pain after insertion. Removal date: on (B)(6) 2017 hysterectomy (partial),oophorectomy (bilateral),salpingectomy (unilateral performed and on (B)(6) 2017 additional surgeries after essure removal procedure. Discrepancy noted as per pfs: insertion date:- (B)(6) 2013. As per mr: on (B)(6) 2017: patient underwent laparoscopic right salpingectomy (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral occlusion. Results: good- no problems. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, fatigue, pelvic pain female, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: plaintiff fact sheet received. Events: abnormal bleeding (vaginal), nausea, suprapubic pain, essure moved immediately after having mirena (location: uterus and left ovary); torn left ureter during hysterectomy were added. Event device dislocation was updated to the event device expulsion and device migration. Mirena considered as concomitant drug. Reporter's information was added. Lab data was updated. Correction following company internal review: previous reported event repeat/multiple surgeries was deleted as it occurred after essure removal procedure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic"), abdominal pain ("pain: abdominal"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury related to essure? Yes"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), cystitis ("bladder infection"), urinary tract infection ("bladder/urinary problems: uti"), fatigue ("other injuries/symptoms: fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraine"), infection ("infection"), headache ("headaches"), complication of device removal ("complications during removal surgery") and surgical procedure repeated ("repeat/multiple surgeries") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2017 hysterectomy (partial), oophorectomy (bilateral), salpingectomy (unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, fatigue, gastrointestinal disorder, hormone level abnormal, migraine, weight increased, infection, headache, complication of device removal and surgical procedure repeated outcome was unknown and the menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, bladder disorder, complication of device removal, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, infection, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, surgical procedure repeated, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: received treatment for bleeding: menorrhagia, metrorrhagia, migration, bladder problems, urinary problems, bladder infection, uti. Removal date: on (B)(6) 2017 hysterectomy (partial), oophorectomy (bilateral), salpingectomy (unilateral performed and on (B)(6) 2017 additional surgeries due to complications during removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: case become incident. Previously added injury was replaced with new events: pelvic pain, abdominal pain, dysmenorrhea(cramping), chronic, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), migration, bladder/urinary problems: bladder problems, urinary problems ,bladder infection, urinary tract infection, fatigue, gi conditions, hormonal changes, migraine, headaches, weight gain, complications during removal surgery were added. Patient demography and lab data were added. Reporter causality comments were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.